Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. A health care professional (hcp) was going to contact the patient and request them to perform a remote interrogation. No additional adverse patient effects were reported. This product remains implanted and in service.